Manufacturer narrative:
No abnormalities were found in production reports for the reported batch. The series was produced and released in accordance with upstanding procedures. The reference samples were checked and a mechanical test was performed. No malfunction of the needle shield device (safeguard) was detected.

Event description:
According to the complaint the needle shield on the safepico was not fixed properly even though the nurse heard the sound of the click. The needle shield had moved when removing the needle and the nurse was hurt by the needle. The needle was used.